Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that there was concern related to the change in longevity estimate from last fall until now. Last fall the device predicted greater than five years until explant, and more recent estimates are three and one-half years remaining longevity. Boston scientific technical services (ts) reviewed and based on longevity calculator predicted approximately five years until explant, but discussed that programmer calculation is more accurate and all calculations may have a six month fluctuation. Information has been received the following physician has not expressed concern related to the estimated longevity and there has been no allegation, at this time, of premature battery depletion. The device remains in service and no adverse patient effects were reported.